Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 01/16/2017. Date of follow-up report: 01/16/2017. Incident information received from medwatch (B)(4).

Manufacturer narrative:
(B)(4). Date of initial report: 01/16/2017. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an exploratory laparotomy with left hemicolectomy bowel resection, the device would not function to ligate tissue. Another ligasure device was used to continue the procedure.